Event description:
It was reported that during a balloon-occluded retrograde transvenous obliteration (brto) procedure, a balloon rupture occurred. An ob/7/2/100 occlusion balloon had been advanced to the mid-distal location within the left renal vein. During the procedure, the balloon ruptured. The balloon was bale to be removed intact, and the procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "good".

Manufacturer narrative:
Examination of the returned device revealed no damage to the catheter; however, the balloon was found to have ruptured. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B) (4).